Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed the hrm task did not grant motor power in reasonable time. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that about a minute later it said battery failed, low reservoir and then it couldn't find the sensor. It can't connect to the sensor. Pump is not communicating with the transmitter. The customer declined to troubleshoot for the error. The insulin pump will not be returned for analysis.